Manufacturer narrative:
The leads were returned to the MFR for analysis. Analysis results were not available at the time of this report. A f/u report will be sent went analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.

Event description:
The pt reported loss of stimulation several months before. Investigation revealed high impedance, indicating a lead break. The issue was solved by reprogramming using the leads that were working. A month prior to the report, the pt experienced loss of stimulation. Again, impedance values indicated the leads were broken. The leads were explanted and replaced. No pt injury was reported and the pt recovered without sequelae.